Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit after battery change. Customer also indicated the power shut off at another time but did not receive a low battery alert prior to the pump shutting off. Customer also indicated that a motor error was received. Customer's blood glucose was 268 mg/dl at the time of incident. Troubleshooting was able to clear the alarms and the self test passed but the customer was advised to monitor pump and to call back if any further issues.